Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074385) on 30-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for menstrual disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), menorrhagia ("heavy periods/would have a period for months"), abdominal pain lower ("cramping/ cramp all the time"), weight increased ("weight gain"), mood swings ("mood swings"), dyspareunia ("pain after intercourse"), hypersensitivity ("allergic reaction"), vulvovaginal burning sensation ("burning and itching for no reason in my private area") and vulvovaginal pruritus ("burning and itching for no reason in my private area"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, weight increased, mood swings, dyspareunia and hypersensitivity outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, hypersensitivity, menorrhagia, mood swings, pelvic pain, vulvovaginal burning sensation, vulvovaginal pruritus and weight increased with essure. The reporter commented: an hospitalization, disability/ permanent damage required intervention was mentioned but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: mw5074385) on (B)(6) 2018. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for menstrual disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), menorrhagia ("heavy periods/would have a period for months"), abdominal pain lower ("cramping/ cramp all the time"), weight increased ("weight gain"), mood swings ("mood swings"), dyspareunia ("pain after intercourse"), hypersensitivity ("allergic reaction"), vulvovaginal burning sensation ("burning and itching for no reason in my private area") and vulvovaginal pruritus ("burning and itching for no reason in my private area"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, weight increased, mood swings, dyspareunia and hypersensitivity outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, hypersensitivity, menorrhagia, mood swings, pelvic pain, vulvovaginal burning sensation, vulvovaginal pruritus and weight increased with essure. The reporter commented: an hospitalization, disability/ permanent damage required intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality-safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.